Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 2.74; lab: 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio meter = 2.74 inr; reference = 1.3 inr; mean = 2.02; confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met in two out of three comparisons. No product is expected to be returned. Patient is on medication for hypothyroidism and it may affect inratio inr test result. Accuracy test done on case# (B)(4) indicated product deficiency was not established in retain strip from lot #221727. There is no sufficient information to determine the root cause. As of 02/26/2010, 16 discrepant results complaint was reported for lot #221727 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time.